Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg is inoperable as the patient has not charge the device for significant amount of time. The ipg is unable to establish communication with multiple external devices. Surgical intervention will be taken at a later date to address the issue.